Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: e216 error (scope communication error): poor scope communication due to poor contact of the scope connector. E216 is a scope communication error message. Cleaning the scope connector contacts eliminated the problem, so it is highly likely that the e216 error occurred due to the communication being obstructed by dirt and/or water droplets adhering to the scope connector contacts.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that after connecting a camera head to the tower, a scope communication error occurred. There was no patient injury reported.